Manufacturer narrative:
(B)(4).

Event description:
It was reported that the blue knob was broken off while tightening clamp, all pieces were retrieved and are being returned. No surgical delay.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device confirmed the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.